Event description:
The report indicated that the customer's bgs remained consistently high (255-409mg/dl) over a 14 hour period after activating a new pod. No additional information was provided regarding the device or the event. After deactivating the pod, the customer administered a manual injection of insulin. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.